Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00234; 2938836-2020-00235; 2938836-2020-00236. It was reported that the patient presented in clinic with redness at the device site. The lower right and upper left aspects were discolored and purple in color. When the physician explored the pocket, there were no signs of infection so all leads were capped and left in place. The device was explanted due to erosion. However, culture test later showed staphylococcus epidermis. Lead extraction was planned. The patient¿s condition was stable before, during and after the procedure.